Event description:
Svc defib lead impedance alert due to 112 ohms measurement> 100 ohms programmed alert threshold. Noted rvtip to rvcoil pacing impedance, rvdefib impedance and svcdefib impedance trends are all spiking/rising. Noted current egm shows nonphysiologic artifact on can to rvcoil egm vector that is inconsistent with myopotential presentation. Discussed that all diagnostics suggest rv coil electrode integrity is suspect. Lead replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).